Manufacturer narrative:
The original aware date was (B)(4) 2013 for an inflatable penile prosthesis revision surgery which would have been sent on (B)(4). Additional information received (B)(4) 2013 indicated the revision was actually a spectra penile prosthesis making this event medwatch reportable ((B)(4)). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had his spectra penile prosthesis replaced because the device was "too short" and "bends" during intercourse. No additional pt complications were reported in relation to this event.